Event description:
Healthcare professional reported that the footswitch did not activate the infusion function because the left pushbutton did not work during the surgery. They changed the footswitch but the problem persisted, therefore, they had to change the system. No pt impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).